Manufacturer narrative:
(B)(4). The device was returned with the shaft of the obturator slightly bent. During functional testing, the reset button fail to arm the device, therefore no further functional testing could perform on the device. No conclusion could be reach on why could cause the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a video laparoscopy procedure, the trocar indicated presented a manufacturing defect (the safety lock did not work), being replaced by another one. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.